Event description:
I had mcghan textured implants in 1997, in 2000 I had them removed to do a double bubble. I the same implants were placed back in during that revision. Symptoms started shortly after second surgery. Fatigue, pain , weight gain, migraines, back and neck pain, joint pain, rashes, swollen glands. I had the implants removed in 2017 and they were dark black when they were removed. I asked the dr for them and have them in my freezer. I asked her why they were black and she could not explain. I am currently still suffering from severe fungal infections. I am very allergic to any type of mold or fungus. It completely incapacitates me where I am in bed for days. I am taking itraconazole fungus symptoms and rash under armpits and under arms on breasts that look like aspergillus rash. Unsure if this is related but I do have a liver cyst and lung cyst. I have had my gall bladder and appendix removed (7-8 years post op).